Event description:
It was reported that high capture threshold was observed. The right ventricle lead was sensing both the atrium and the ventricle causing inappropriate shocks. Dislodgement of both the right ventricular and atrial leads was observed via x-ray. The leads were repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.